Event description:
It was reported that the device indicated elective replacement (eri) and had possible early battery depletion. The right ventricular lead showed noise with inhibition. The device was explanted and replaced and the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis revealed normal battery depletion and the device meets 80% of expected longevity.